Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: it was reported that the device had fixation feature breakage issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a sample inside of the winding former without the tap could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, when the surgeon made the first point, the tap burst. The procedure was completed successfully. There were no adverse patient consequences reported. Upon evaluation of a photo received, a sample inside of the winding former without the tap could be observed. No additional information was received.